Event description:
It was reported by nurse, (B)(6) that the insulin pump had a protruded drive support cap. Customer's blood glucose reading is 86 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk and a missing end cap sticker.